Event description:
The customer reported that the monitors are flickering.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep turned on the system and took several test shots. The monitor is fine. He brought in the customer to demonstrate the system operation and the customer was satisfied. The system is working as intended.